Manufacturer narrative:
The customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Per the therapeutic apheresis handbook: a physician's reference, 2nd edition, overall patient reactions may occur in approximately 4.8% of procedures. Of these reactions, most were mild and well tolerated. According to the spectra (B)(4)¿s essentials guide, the (B)(4) system has many safety features. However, a patient reaction can occur rapidly. Therefore, it is imperative that the operator monitor the patient and the system throughout the procedure. Root cause: a definitive root cause was not determined. Review of the dlogs associated with this complaint shows the procedure received multiple ¿aim system detected rbc interface near top of channel¿ alarms occurred throughout the procedure. This alarm typically occurs if the aim system detects that the rbc interface is higher than it should be. The operator did attempt to adjust the patient hematocrit per the recommendations from the alarm screen; however, this did not help clear the alarm. Increasing the patient hematocrit would only help if the patient¿s hematocrit was entered too low and the interface was not properly set up. There were no reservoir alarms or signals in the dlog that would cause any suspicion of excess fluid/plasma being removed from the patient. The (B)(4) system is designed with reservoir alarms and monitoring that is designed to verify that the fluid balance is within the operator set value. Review of the images does not show indications of a root cause for the ¿aim system detected rbc interface near top of channel¿ alarm. Images show that there may have been some minor clumping, although not likely to be the root cause of the alarm. The likelihood for platelet clumping to occur during a run is difficult to predict since it is not dependent on a specific platelet count and varies by patient. Therefore, every procedure should be observed for clumping in the connector and the collect port. If a clump is observed, it is best to eliminate it and stop the clotting cascade as quickly as possible by reducing the inlet: ac ratio to 8. Once a clump has been resolved, a ratio that maintains adequate separation should be used.

Event description:
Due to (B)(4) personal data protection laws, the patient identifier and age are not available from the customer.

Manufacturer narrative:
Lot and expiry date are not available at this time. Investigation:the optia was check by terumo technician and no technical issue was detected the run data file (rdf) was analyzed for this event. Review of the rdf associated with this complaint shows the procedure received multiple ¿aim system detected rbc interface near top of channel¿ alarms occurred throughout the procedure. This alarm typically occurs if the aim system detects that the rbc interface is higher than it should be. The operator did attempt to adjust the patient hematocrit per the recommendations from the alarm screen; however, this did not help clear the alarm. Increasing the patient hematocrit would only help if the patient¿s hematocrit was entered too low and the interface was not properly set up. There were no reservoir alarms or signals in the dlog that would cause any suspicion of excess fluid/plasma being removed from the patient. The optia system is designed with reservoir alarms and monitoring that is designed to verify that the fluid balance is within the operator set value. Review of the images do not show indications of a root cause for the ¿aim system detected rbc interface near top of channel¿ alarm. Images show that there may have been some minor clumping, although not likely to be the root cause of the alarm. The likelihood for platelet clumping to occur during a run is difficult to predict since it is not dependent on a specific platelet count and varies by patient. Therefore, every procedure should be observed for clumping in the connector and the collect port. If a clump is observed, it is best to eliminate it and stop the clotting cascade as quickly as possible by reducing the inlet: ac ratio to 8. Once a clump has been resolved, a ratio that maintains adequate separation should be used. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a patient developed hypotension during a plasma pheresis procedure. During the procedure, the patient complained of feeling unwell and his blood pressure decreased to 71/43 mmhg. Blood samples were taken and confirmed acidosis and test results indicated the his bicarbonate was 13.4 and lactate was 2.3. Per physician¿s order, 1 liter of nacl via IV was administered to the patient. Patient identifier, age, and outcome are not available at this time. Patient¿s gender and weight were obtained from the run data file (rdf).the plasma pheresis set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Additional information: per terumo bct's medical review, the device did not cause orcontribute to this incident.